Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the manufacturing representative (rep) was at the case where the patient¿s left extension was to be replaced due to the short, and the ins was to be replaced because the short was draining the battery. The rep ran impedance measurements and found no short in the system. Additionally, the patient¿s battery voltage had bounced back up from 2.81vto 2.96v. Technical services reviewed that an increase in battery voltage is possible, and the issue that was causing the short likely still exists in the system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the patient had a short circuit in their left side deep brain stimulation (dbs) system. The patient's voltage is currently 2.81v, and was 3.19v the day of implant. The settings for the left side implant are as follows: 1+ 0-, 2.5ma amplitude, 60 pw, 180 rate, with electrode impedance combination 0 1 showing as low/out of range and 5 ohms. All other impedances collected were within range. No patient symptoms were alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient had exploratory surgery on (B)(6) 2017 in which it was found that the short circuit involved the lead itself and would need to be replaced. The patient is scheduled for that surgery on (B)(6) 2016. However, on (B)(6) when the manufacturer representative saw the patient for their staple removal, it was found that their impedances were normal. The patient is to be scheduled for their surgery but will be seen back in a few weeks following date of additional information to see if everything is normal. If so, they made hold off on surgery. The battery reading is also being monitored and was 2.96 on (B)(6), so it didn't appear that the battery was draining as quickly as previously noted. No further complications are anticipated.